Manufacturer narrative:
Section e1: reporter information updated.

Event description:
Additional information indicates, surgical intervention was undertaken on 10dec2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
A patient was experiencing burning at the lead site during an MRI scan was reported to abbott. Surgical intervention was undertaken wherein the full scs system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing burning at the lead site during an MRI scan. As a result, the patient may undergo surgical intervention to address the issue.